Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID; 2067, rf (radio frequency) head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. System error found in the programmer error log. ECG (electrocardiogram) connector of a printed circuit board assembly was found loose. Analysis also found the system fan, power supply, and hard drive were noisy. Mpu (micro processor unit) printed circuit board assembly found out of electrical specification. Power cord bay tab was missing.

Event description:
It was reported an error occurred. Followup information received indicates the error occurred during startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.